Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: monitor mounting bracket replaced - bracket working to manufacturer specifications. Probable root cause: monitor arm design. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was drifting of the cart arm.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was drifting of the cart arm.